Event description:
A malfunction was reported on a pump, but no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue happens again.